Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a software error alarm. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
No unexpected pump error 53 in the pump history noted. The insulin pump was monitored for several days and no pump error 53 alarm noted. However, power error alarm 25 was found in the long trace. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump had scratched case, pillowing keypad overlay, stained keypad overlay and minor scratched lcd window.